Manufacturer narrative:
The reported event of insulation damage due to the guidewire was confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the insulation was perforated by the guidewire consistent with procedural damage. The s-curve hump height was measured within specifications.

Event description:
During initial implant, the guidewire went through the left ventricular (lv) lead which resulted in insulation damage due to lead integrity. The lv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.